Event description:
The customer reported the systems' cine operation failed to function; thereby losing subtraction, road-mapping, or other critical vascular cine functions. This is a reportable event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive and reloaded software. The system operates as intended.